Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Four hours into simulated therapy, the device was programmed to remove 140ml; however, the device removed 430ml. The reported condition was verified. The cause of the event was due to a faulty ultrafiltration (uf) measuring unit. To correct the issue the uf unit was replaced. One hour simulated therapy was performed according to specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 98 machine, the machine had more ultrafiltration (uf) removed than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.